Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been analyzed by vyaire technical support. It shows alarms 316-blower failure and alarm 401-inspiration valve or device leaky are triggered during each start-up self test. Error 4 or blower pressure too low or not stable so alarm 401 or inspiration valve or device leaky is likely a consequence alarm of blower failure. Vyaire technical support suspected that there is something wrong with the blower of the ventilator. The customer were asked to send the troubleshooting screenshots for alarm 316 blower failure as per the service manual. No rootcause has been determined yetvyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported to vyaire medical that the bellavista 1000 ventilator alarmed inspiration valve or device leaky. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the root cause of the issue was defective moog blower unit. Blower current at 30% blower voltage: 2.39a. Alarm 316 - "blower failure" triggered during start-up self-test. Alarm 401 - "inspiration valve or device leaky" triggered as consequence with error 4 as reason (blower pressure too low or not stable). It is visible in the screenshots that "voltage check" blower is okay, while the blower rpm remains at zero.